Event description:
This spontaneous case was reported by a regulatory authority and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), feeling abnormal ("several times thought I was pregnant"), abdominal distension ("severe bloating"), menorrhagia ("heavy periods"), mood swings ("mood swings"), headache ("headaches that were terrible"), tooth fracture ("dental issues/3 cracked teeth crumble and fall put of my mouth"), memory impairment ("memory fog."), fatigue ("extreme tiredness,") and arthralgia ("joint pain too") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the back pain, feeling abnormal, abdominal distension, menorrhagia, mood swings, headache, tooth fracture, weight increased, memory impairment, fatigue and arthralgia outcome was unknown. The reporter provided no causality assessment for abdominal distension, arthralgia, back pain, fatigue, feeling abnormal, headache, memory impairment, menorrhagia, mood swings, tooth fracture and weight increased with essure. Concerning the injuries reported in this case, the following ones were reported via social media: essure removed. Quality-safety evaluation of ptc: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media case: this case became incident. Essure removal was done for back pain. Event updated from tooth disorder to tooth fracture. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-2249) on 31-oct-2015. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), feeling abnormal ("several times thought I was pregnant"), abdominal distension ("severe bloating"), menorrhagia ("heavy periods"), mood swings ("mood swings"), headache ("headaches that were terrible"), tooth fracture ("dental issues/3 cracked teeth crumble and fall put of my mouth"), memory impairment ("memory fog."), fatigue ("extreme tiredness,"), arthralgia ("joint pain too") and endometriosis ("endometriosis") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed/hysterectomy). Essure was removed. At the time of the report, the back pain had not resolved and the feeling abnormal, abdominal distension, menorrhagia, mood swings, headache, tooth fracture, weight increased, memory impairment, fatigue, arthralgia and endometriosis outcome was unknown. The reporter provided no causality assessment for abdominal distension, arthralgia, back pain, endometriosis, fatigue, feeling abnormal, headache, memory impairment, menorrhagia, mood swings, tooth fracture and weight increased with essure. Concerning the injuries reported in this case, the following ones were reported via social media : essure removed. Quality-safety evaluation of ptc: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event endometriosis was added. Fu 6 and 7processed together on 20-mar-2020: social media received. Reporter's information added.event: back pain event were updated to not recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.